Event description:
It was reported that insulin on board information was inaccurate. There was no reported impact to the customer¿s blood glucose level. Patient declined further troubleshooting, and case was documented and closed with no additional actions taken.